Event description:
A (B)(6) male pt contacted zoll lifecor customer support to report that he had just put the vest back on after taking a shower and the monitor was making a loud clicking noise. The pt was provided with a replacement monitor

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) is currently underway. The reported problem (clicking noise from monitor) has been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective monitor.